Event description:
The customer reported that the ac socket pulled out of the power module resulting in a device failure to power up.

Manufacturer narrative:
(B)(4): the customer reported that the ac socket pulled out of the power module resulting in a device failure to power up. The power module was replaced to resolve the issue.